Manufacturer narrative:
No information for date of event. Refer to manufacturer report #3004209178-2017-23821 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has an impedance on one side and it's on her good side. No symptoms reported. No further complications were reported or anticipated with this event.